Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and patient hospitalization were not reported. The patient was treated with an unspecified antibiotic for the peritonitis event. One day after the onset of event, the patient recovered from the event without sequelae. Pd therapy was ongoing. No additional information is available.